Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had debris in the channels. The issue was found during inspection for use for a diagnostic procedure and it was completed with a similar device. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the light guide lens was broken and the condition of the light guide bundle was not good. It was also noted that the screen was partly dark due to a scratch on the charge coupled device lens and the charge coupled device lens had a crease. The adhesive part of the bending section rubber was broken and there was a pinhole in switch 1. The switch was abnormal and the angulation in the up direction was out of standard due to wear on the angle wire. There were liquid leaks due to damage of the suction cylinder and the plastic distal end cover had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6, h10. Corrected fields: e2, e3, g2 (added selection). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the channel, however, the specific material could not be identified. The cause of the material remaining in the device could not be conclusively specified. There was no damage to the area where the foreign material was detected but it is likely reprocessing was not properly or fully performed due the discovered leak at the suction cylinder. The event can be detected by handling the device in accordance with the following IFU: "inspection of the instrument channel". The event can be prevented by handling the device in accordance with the following IFU: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control." Olympus will continue to monitor field performance for this device.